Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an out of box safety disk failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated replaced safety disk in order to fix the issue.the defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing dept. Received safety disk for evaluation. The failure analysis and testing dept. Performed a visual inspection and found the safety disk in good condition. The failure analysis and testing dept. Performed an all manifold test and observed that the membrane differential pressure read 7mmhg. Factory specification is +-6mmhg. The failure analysis and testing dept. Replicated the failure that the customer experienced. The safety disk failed testing. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: d5, e2, e3, g2, h6 (type of investigation). A getinge field service engineer (fse) evaluated replaced safety disk in order to fix the issue. Patient involvement is unknown. The defective components were received for further investigation. The failure analysis and testing dept. Received safety disk with a reported unit failure of oob safety disk failure. The failure analysis and testing dept. Performed a visual inspection on safety disk and found the safety disk in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The failure analysis and testing dept. Performed an all-manifold test and observed that the membrane differential pressure read 7mmhg. Factory specification is +-6mmhg. The failure analysis and testing dept. Replicated the failure that the customer experienced. The safety disk failed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed.